Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zlb00 17.5 diopter lens was explanted in a secondary procedure from the patient's eye due to patient had 1d hyperopic surprise. In follow-up, it was reported that there was no incision enlargement or vitrectomy performed. A new zlb00 19.0 diopter lens was replaced and improved uncorrected vision on pod #1. The customer also reported that they haven't seen patient for two to three week post-operative visit yet.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.